Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Manufacturer representative reported a new lead was not opened or used, the physician only tested the needle. Different needle angles, depths, and insertion points were tried to troubleshoot but he did not feel comfortable placing the lead with lack of motor responses. No further information reported and no further complications anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3889-28, lot# va101xa, product type: lead. Product ID: neu_unknown_lead, product type: lead. Device code (B)(4) applies to lead (lot# unknown) only. Patient code (B)(4) no longer applies.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3889-28, lot# va101xa, product type: lead. Product ID: neu_unknown_lead, lot# unknown, product type: lead. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) via a patient regarding an implantable neurostimulator (ins) for bowel dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. During a device interrogation, the patient had abnormal impedances reading >4000 ohms on all electrodes. An environmental/external/patient factor that may have led/contributed to the issue was the patient had some type of rectal surgery a few months ago. The lead was troubleshot by increasing amplitude and pulse width, but the patient didn't feel stimulation at all so it was decided to remove and replace the lead. During surgery, the physician was able to remove the lead. After trying to replace the lead, the physician was unhappy with the lack of motor responses so the new lead was not placed. All devices were explanted and not replaced. The issue was resolved at the time of the report. No further patient complications have been reported as a result of this event.